Manufacturer narrative:
Date of event is estimated. Attempts to obtain additional information of patient weight was not successful. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial n/a, batch: 4056447. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy and the ipg was at normal end of life. As a result, surgical intervention was undertaken on (B)(6) 2026 where system was removed to address the issue. It cannot be determined which lead contributed to the event.